Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found insulation abraded at 14.5 cm to 14.7 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.